Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure the diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? What are the patient comorbidities/concomitant medications? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Mesh exposure symptoms and diagnostic confirmation? Describe any medical/surgical intervention for exposure including dates and surgical findings. Was medical intervention was given for the pain management? Results? If reoperation was performed please provide date and surgical findings was the device removed? If so, please date and details of the re-operation. What is the physicians opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a sling procedure on an unknown date in 2011 and the mesh was implanted. It was reported that the patient was examined in the clinic on (B)(6) 2021 and vaginal mesh exposure was noted. It was also reported that patient had dyspareunia and was aware of the mesh in the vagina three months prior. Additional information was requested.